Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator turned off while running on batteries, when it was used during transport of a patient. There were two batteries installed at the time. It was further stated that prior to failure the battery's capacity was 49 minutes. There was no patient harm. (B)(4).